Event description:
A malfunction alarm was reported by the caller, who noticed that the audio from the pump sounded distorted before the issue started. The caller indicated that their blood glucose level did not exceed 500 mg/dl, signifying there was no adverse impact to their blood glucose level. To resolve the situation, technical support agreed to replace the pump with one that includes updated software and instructed the caller on using a backup therapy to maintain insulin delivery. The caller was advised on various steps, including returning the malfunctioning pump to tandem when the replacement arrives, and acknowledged receiving instructions related to these processes.